Event description:
The device was used during a laparoscopic biopsy procedure. Reportedly, the safety shield was not unlocked. No pt injury reported.

Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.